Manufacturer narrative:
The device history record (DHR) for the device implicated in this complaint has been reviewed for manufacturing issues that could potentially relate to the as reported defect. The reported defect was not confirmed, and it cannot be confirmed that the device met specification as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported issue patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
During treatment of cardiogenic cerebral embolism, the subject retriever and aspiration catheter were used to remove the thrombosis. The patient mrs (modified rankin scale) pre procedure of 2 and immediately after pass mtici (thrombolysis in cerebral infarction) score of 1 was achieved. It was reported that symptomatic intracranial hemorrhage occurred after procedure and was assessed having a mrs of 5. The patient¿s current condition is unknown. No further information is available.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
During treatment of cardiogenic cerebral embolism, the subject retriever and aspiration catheter were used to remove the thrombosis. The patient mrs (modified rankin scale) pre procedure of 2 and immediately after pass mtici (thrombolysis in cerebral infarction) score of 1 was achieved. It was reported that symptomatic intracranial hemorrhage occurred after procedure and was assessed having a mrs of 5. The patient¿s current condition is unknown. No further information is available.